Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1234101) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
It was reported by the aci sales professional that a patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained via a 6f/7f sheath (model unk). Peri-procedure, the patient was anti-coagulated with angiomax. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 6mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after the physician deployed the sealant and withdrew the sheath from the tissue tract; there was no advancer tube present. The patient was converted to 15 minutes of manual compression at which time hemostasis was achieved with no further complications noted. The patient was ambulated and discharged to home the same day with no clinical sequela noted.